Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that nurse experienced inflation difficulties upon insertion based on the inability to inflate fms, attempted to adjust syringe and to lock piston but unsuccessful. Device was removed and reinserted and attempted to reinflate but unsuccessful. This unit was discarded and a new device was used; balloon inflated as designed.